Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported ¿rupture/deflation.¿ this record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported ¿rupture/deflation.¿ this record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ deflation: observed deflation on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ¿rupture/deflation.¿ this record is for the right side. The device was explanted and replaced.